Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, during initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. No patient complications nor injuries were reported.